Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood glucose kept rising [blood glucose increased]. The injection push speed was very fast [device delivery system issue]. Doses of the two injections were not the same [incorrect dose administered by device]. Case description: this serious spontaneous case from china was reported by a consumer as "blood glucose kept rising (blood glucose increased)" with an unspecified onset date , "the injection push speed was very fast (device delivery system issue)" with an unspecified onset date , "doses of the two injections were not the same (incorrect dose administered by device)" with an unspecified onset date and concerned a 80 years old patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index were not reported. Dosage regimens: novopen 5: not reported. Historical device: novopen 4. On an unknown date the injection push speed was very fast. After using it twice, the patient did not know how much insulin had been injected, noticed that the doses of the two injections were not the same, and the blood glucose kept rising. The patient believed the pen was faulty. On an unknown date patient was hospitalized (details of hospitalization were not reported). Batch numbers: novopen 5: nvgck47. Action taken to novopen 5 was not reported. The outcome for the event "blood glucose kept rising (blood glucose increased)" was not reported. The outcome for the event "the injection push speed was very fast (device delivery system issue)" was not reported. The outcome for the event "doses of the two injections were not the same (incorrect dose administered by device)" was not reported. Reporter's causality (novopen 5) - blood glucose kept rising (blood glucose increased): unknown. The injection push speed was very fast (device delivery system issue): unknown. Doses of the two injections were not the same (incorrect dose administered by device): unknown. Company's causality (novopen 5) - blood glucose kept rising (blood glucose increased): possible. The injection push speed was very fast (device delivery system issue): possible. Doses of the two injections were not the same (incorrect dose administered by device): possible. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigation results name: novopen 5, batch number: nvgck47 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following investigation results updated device tab: is non-reportable and malfunction field updated to no EU/ca tab: final report check box ticked and expected date of follow up report was removed device addendum: annex b c d g codes updated narrative updated accordingly final manufacturer comment: 10-apr-2026 the suspected device novopen 5 has not been returned to novo nordisk for evaluation. The batch documentation has been reviewed and found to be normal. With the available limited information, it is not possible to identify a clear root cause in relation to functionality of the product, novopen 5. H3 continued: evaluation summary name: novopen 5, batch number: nvgck47 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.